Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: call service 064-0008 alarm observed in the black box and alarm history. Due to moisture damage and unresponsive keypad, unable to investigate complaint, unable to test pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.